Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for a sensor concern and then experienced a high glucose alert, with ilet showing 339 mg/dl and a fingerstick of 331 mg/dl; the infusion site appeared acceptable, drops were obtained on line check, the user connected new short to long tubing, filled the short tubing with insulin, and inserted a new infusion set before resuming delivery, after which glucose decreased to 188 mg/dl; the device used was ilet with dexcom g7 and a 6 mm/23 in infusion set, and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.